Event description:
The MFR received pump and catheter with no info for explant. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed the pump had no flow due to it having been stopped for over 8 years prior to the MFR receiving for analysis. Results = catheter at 64.0 cm from proximal end to the distal end and the straight pump connector were returned. A tiny hole was noted 15.5 cm from the proximal end of the catheter. The catheter failed the pressure test and leaked at 20 psi due to the hole. The hole was suspected to be user related.